Manufacturer narrative:
A photo was provided showing the unused product. The slide clamp was observed to be engaged. No leakage observed. No samples were returned for investigation. The reported complaint on the 142730490 plum 150 ml burette set could not be confirmed from the photo provided. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history for lot 13579593 was reviewed and no non conformities were found that would have led to the reported complaint.

Manufacturer narrative:
Although a physical sample is not available, a photo was provided and is pending an evaluation. Additional contact information (B)(6). (B)(6). (B)(6).

Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in. It was reported that during an infusion of precedex, the slide clamp was hard to secure and caused a leak. There was no obvious defects noted on the tubing set such as cracks or breaks with no any hole, cut, tears or any other defects noted. The tubing was replaced and therapy was resumed. The products were stored in the air-conditioned room in the hospital. There was no unprotected drug exposure to the patient and healthcare provider. It was also stated that. "Because the leak, the drug¿s conc. And volume were off, the hospital wasted one unit of self-paid drug. There was patient involvement, but no patient harm.